Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, gerd, umbilical hernia since october 2016, irregular menstruation since 28-sep-2016, uterine enlargement since 28-sep-2016, fibroids since 28-sep-2016, ovarian cyst since 28-sep-2016, uterine prolapse since 4-oct-2016, endometriosis externa since 4-oct-2016, acid reflux (oesophageal) since 19-oct-2016, heartburn since 19-oct-2016, uterine prolapse since 22-nov-2016 and abdominal distension since 16-may-2013. Concomitant products included caffeine;chlorphenamine maleate;ephedrine hydrochloride;guaifenesin;paracetamol;thiamine hydrochloride (flucetin), carisoprodol (soma) from 2012 to 2014, diphenhydramine since 2014, gabapentin from 2013 to 2014, hydrocodone bitartrate;paracetamol (norco) from 2013 to 2017, ibuprofen, omeprazole (prilosec), quetiapine fumarate (seroquel) since 2014, sumatriptan (imitrex) and zolpidem tartrate (ambien) from 2012 to 2013. In april 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("hip pain"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("leg pain") and neuralgia ("nerve pain"). In 2014, the patient experienced vaginal infection ("vaginitis"), migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and emotional disorder ("incredibly emotional disorder/ she just start crying") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, dyspareunia, menorrhagia, vaginal haemorrhage, arthralgia, pain in extremity, neuralgia and emotional disorder outcome was unknown, the genital haemorrhage, vaginal infection, dysmenorrhoea and abdominal pain lower had resolved, the migraine was resolving and the headache had not resolved. The reporter considered abdominal pain lower, arthralgia, dysmenorrhoea, dyspareunia, emotional disorder, genital haemorrhage, headache, menorrhagia, migraine, neuralgia, pain in extremity, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion date discrepancy- (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-dec-2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2019: reporter added. Added event incredibly emotional disorder/ she just start crying. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, gerd, umbilical hernia since october 2016, irregular menstruation since (B)(6) 2016, uterine enlargement since (B)(6) 2016, fibroids since (B)(6) 2016, ovarian cyst since (B)(6) 2016, uterine prolapse since (B)(6) 2016, endometriosis externa since (B)(6)2016, acid reflux (oesophageal) since (B)(6) 2016, heartburn since (B)(6) 2016, uterine prolapse since (B)(6) 2016 and abdominal distension since (B)(6) 2013. Concomitant products included carisoprodol (soma) from 2012 to 2014, diphenhydramine since 2014, flucetin, gabapentin from 2013 to 2014, ibuprofen, omeprazole (prilosec), quetiapine (seroquel) since 2014, sumatriptan (imitrex), vicodin (norco) from 2013 to 2017 and zolpidem tartrate (ambien) from 2012 to 2013. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("hip pain"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("leg pain") and neuralgia ("nerve pain"). In 2014, the patient experienced vaginal infection ("vaginitis"), migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids"), dyspareunia ("painful intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, dyspareunia, menorrhagia, vaginal haemorrhage, arthralgia, pain in extremity and neuralgia outcome was unknown, the vaginal infection, dysmenorrhoea, abdominal pain lower and genital haemorrhage had resolved, the migraine was resolving and the headache had not resolved. The reporter considered abdominal pain lower, arthralgia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, neuralgia, pain in extremity, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion date discrepancy- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr were received ¿ lot number 508835 added. Reporter and patient demographic added. The following events were provided: vaginal haemorrhage, menorrhagia, vaginitis, dysmenorrhea (cramping), abdominal pain lower, hip pain, leg pain, nerve pain, headache, migraines event outcome of headache updated to not recovered. Event outcome of genital bleeding, vaginitis, dysmenorrhea, and abdominal pain lower updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, gerd, umbilical hernia since (B)(6) 2016, irregular menstruation since (B)(6) 2016, uterine enlargement since (B)(6) 2016, fibroids since (B)(6) 2016, ovarian cyst since (B)(6) 2016, uterine prolapse since (B)(6) 2016, endometriosis externa since (B)(6) 2016, acid reflux (oesophageal) since (B)(6) 2016, heartburn since (B)(6) 2016, uterine prolapse since (B)(6) 2016 and abdominal distension since (B)(6) 2013. Concomitant products included carisoprodol (soma) from 2012 to 2014, diphenhydramine since 2014, flucetin, gabapentin from 2013 to 2014, ibuprofen, omeprazole (prilosec), quetiapine (seroquel) since 2014, sumatriptan (imitrex), vicodin (norco) from 2013 to 2017 and zolpidem tartrate (ambien) from 2012 to 2013. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("hip pain"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("leg pain") and neuralgia ("nerve pain"). In 2014, the patient experienced vaginal infection ("vaginitis"), migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids"), dyspareunia ("painful intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, dyspareunia, menorrhagia, vaginal haemorrhage, arthralgia, pain in extremity and neuralgia outcome was unknown, the vaginal infection, dysmenorrhoea, abdominal pain lower and genital haemorrhage had resolved, the migraine was resolving and the headache had not resolved. The reporter considered abdominal pain lower, arthralgia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, neuralgia, pain in extremity, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion date discrepancy- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ I hope the pain subsides quickly') in an adult female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, anxiety, flu, stomach ache, nauseous and sweating. Current weight 145 lbs. Approximate weight at the time of essure placement 150, but I'm not sure lbs. Previously administered products included for an unreported indication: minastrin fe. Concurrent conditions included uterine prolapse since (B)(6) 2016, acid reflux (oesophageal) since (B)(6) 2016, heartburn since (B)(6) 2016, umbilical hernia since (B)(6) 2016, uterine prolapse since (B)(6) 2016, endometriosis externa since (B)(6) 2016, irregular menstruation since (B)(6) 2016, uterine enlargement since (B)(6) 2016, fibroids since (B)(6) 2016, ovarian cyst since (B)(6) 2016, abdominal distension since (B)(6) 2013, depression and gerd. Concomitant products included caffeine;chlorphenamine maleate;ephedrine hydrochloride; guaifenesin;paracetamol; thiamine hydrochloride (flucetin), diphenhydramine since 2014, duloxetine hydrochloride (cymbalta), gabapentin from 2013 to 2014, hydrocodone bitartrate;paracetamol (norco) from 2013 to 2017, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, muscle relaxants, centrally acting agents from 2012 to 2014, omeprazole (prilosec), paracetamol (acetaminophen), quetiapine fumarate (seroquel) since 2014, sumatriptan (imitrex) and zolpidem tartrate (ambien) from 2012 to 2013. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("hip pain"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("leg pain") and neuralgia ("nerve pain"). In 2014, the patient experienced vaginal infection ("vaginitis"), migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("painful intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tearfulness ("incredibly emotional disorder/ she just start crying"), stress ("stressed"), urinary tract infection ("uti"), nausea ("sick to my stomach"), oropharyngeal pain ("sore throat"), flatulence ("gas"), abdominal distension ("bloating"), intervertebral disc degeneration ("degenerative disc disease"), inflammation ("inflammation "), anaemia ("anemic"), renal pain ("kidneys hurting"), kidney infection ("kidney infection"), muscle spasms ("back spasm hurting"), dizziness ("dizziness"), drowsiness ("drowsiness"), depression ("depression"), fatigue ("exhausted"), sleepiness ("fell asleep"), hypersensitivity ("allergic/sensitivity reaction"), pharyngitis streptococcal ("strep throat"), constipation ("constipation"), thrombosis ("blood clot"), hypoaesthesia ("numbness"), mood swings ("mood swing"), dyspepsia ("my stomach and intestines are constantly burning"), gastrointestinal pain ("my stomach and intestines are constantly burning"), uterine cyst ("I had a cyst inside my uterus burst"), cystitis ("bladder infection"), sinusitis ("sinus infection"), pelvic congestion ("pelvic congestion syndrome"), haemorrhoids ("hemorrhoid"), cyst ("cysts"), polyp ("polyps"), uterine enlargement ("my uterus was enlarged and prolapsed"), uterine prolapse ("my uterus was enlarged and prolapsed"), adnexa uteri pain ("lot of pain inside in my ovaries") and bronchitis ("bronchitis"), was found to have uterine leiomyoma ("uterine fibroids"), weight decreased ("losing so much weight") and weight increased ("weight gain") and underwent muscle relaxant therapy ("muscle relaxer"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, dyspareunia, menorrhagia, vaginal haemorrhage, arthralgia, pain in extremity, neuralgia, tearfulness, stress, urinary tract infection, nausea, oropharyngeal pain, flatulence, abdominal distension, muscle relaxant therapy, intervertebral disc degeneration, inflammation, anaemia, renal pain, kidney infection, muscle spasms, dizziness, drowsiness, depression, fatigue, sleepiness, hypersensitivity, pharyngitis streptococcal, constipation, thrombosis, hypoaesthesia, mood swings, weight decreased, dyspepsia, gastrointestinal pain, uterine cyst, cystitis, sinusitis, pelvic congestion, haemorrhoids, cyst, polyp, uterine enlargement, uterine prolapse, weight increased, adnexa uteri pain and bronchitis outcome was unknown, the genital haemorrhage, vaginal infection, dysmenorrhoea and abdominal pain lower had resolved, the migraine was resolving and the headache had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, anaemia, arthralgia, bronchitis, constipation, cyst, cystitis, depression, dizziness, drowsiness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, flatulence, gastrointestinal pain, genital haemorrhage, haemorrhoids, headache, hypersensitivity, hypoaesthesia, inflammation, intervertebral disc degeneration, kidney infection, menorrhagia, migraine, mood swings, muscle relaxant therapy, muscle spasms, nausea, neuralgia, oropharyngeal pain, pain in extremity, pelvic congestion, pelvic pain, pharyngitis streptococcal, polyp, renal pain, sinusitis, stress, tearfulness, thrombosis, urinary tract infection, uterine cyst, uterine enlargement, uterine leiomyoma, uterine prolapse, vaginal haemorrhage, vaginal infection, weight decreased, weight increased and sleepiness to be related to essure. The reporter commented: insertion date discrepancy- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs & social media received. New events nerve pain, stressed, uti, sick to my stomach, sore throat, gas, bloating, muscle relaxer, degenerative disc disease, inflammation, anemic, kidneys hurting, kidney infection, back spasm hurting, dizziness, drowsiness, depression, exhausted, fell asleep, allergic/sensitivity reaction, strep throat, constipation, blood clot, numbness, mood swing, losing so much weight, my stomach and intestines are constantly burning, I had a cyst inside my uterus burst, bladder infection, sinus infection, pelvic congestion syndrome, hemorrhoid, cysts, polyps, my uterus was enlarged and prolapsed, weight gain, lot of pain inside in my ovaries, bronchitis was added. Medical history, concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and uterine leiomyoma to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.